Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens had too much pigment. The iol was exchanged in a secondary procedure. Additional information was provided by the initial reporter that the event continues, is not resolved, with the replacement lens from a different manufacturer. The surgeon is observing. In the surgeon's opinion, the lens did not contribute or cause the event.

Manufacturer narrative:
Product evaluation: the lens was returned inside a different manufacturer's lens case. Solution and dried blood are present on the lens. The optic is pressed against a post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. There was no problem found with the color of the explanted lens. The root cause for the reported complaint of "too much pigment" could not be determined. Information provided by the healthcare provider (hcp) indicated that per surgeon's opinion, the lens did not contribute or cause the event. Patient conditions were listed; however a specific root cause was not provided for the reported event. The damaged explanted lens was compared to other sample natural lenses. The lens did not appear to present an abnormal amount of "pigment" when visually compared with other sample natural lenses. The manufacturer internal reference number is: (B)(4).